Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an unknown quantity of clearlink system continu-flo solution sets with 4-way stopcock in which a separation was detected at the stop cock. The stopcocks are loosening and becoming separated from the tubing on the female end (closest to patient) while infusing with lactated ringers while the patients are in post-op. The conditions are occurring during infusion on patients; however, it is unknown how many times this has happened. There was no patient injury or medical intervention associated with this event. No additional information is available.